Event description:
Arjohuntleigh rec'd a customer complaint where it was indicated that during the patient's transfer from the wheelchair to the armchair the patient slipped through the bottom section of the sling. The patient feel on the right side and banged the head on the wheelchair and/or the floor sustaining bump to the head. The patient was taken to the hospital to be examined but was not detained overnight following the scans and x-rays. MFR report #: 3007420694-2014-00070.